Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-jan-2023. One sample was provided to our quality team for investigation. The product was visually inspected and it was observed the syringe is broken along the top of the barrel, the top portion including the tip being completed detached. A device history review was performed for reported lot 2203112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed and verified to be within validated parameters. No changes have occurred in the raw materials or manufacturing process of this product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were identified. Given the device history records did not indicate any issue, the specific cause of this incident cannot be identified at this time. H3 other text : see h10.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe and mating component separated. The following information was provided by the initial reporter: "when withdrawing 0.9% nacl under normal conditions of use, the syringe split in two between the barrel and the screw thread.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 2203112 was reported, however, this is not a lot # manufactured for the reported catalog #. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe and mating component separated. The following information was provided by the initial reporter: "when withdrawing 0.9% nacl under normal conditions of use, the syringe split in two between the barrel and the screw thread.